Event description:
Pt contacted his dexcom clinical education specialist (ces) on (B)(6) 2011 to report that he experienced an inaccuracy in cgm readings during an extreme low. He reported that his cgm was reading approx 100 mg/dl at the time of the event, but did not know what his blood glucose value was because he did not confirm with a fingerstick. Pt passed out and was taken to the hospital by paramedics. Pt was administered 2 shots of liquid glucose. Pt reported his condition as normal at the time of his call to dexcom ces.

Manufacturer narrative:
Currently, it is unk whether or not the deice may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.